Event description:
A customer contacted beckman coulter (bec) reporting a leak in the reagent probe a in the unicel dxc 600 pro synchron chemistry analyzer. The customer indicated that the leak was identified during the twice weekly maintenance procedure and the drip well on the reaction wheel cover beneath the probe was full of fluid. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds due to the contained leak. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse observed occasional spitting from the reagent probe a wash collar and noticed the hydro vacuum was intermittently dropping to 16mmhg. The fse resolved the issue by replacing vacuum pump, compressor/vacuum pump, and reagent probe a wash collar valve which resolved the issue. The instrument was primed and controls were run with no further leaks observed. The fse unable to determine the failure mode due to multiple hardware parts replaced. The failure mode is unknown; multiple hardware parts were replaced to resolve the issue. Bec identifier for this report is (B)(4).